Event description:
A customer contacted beckman coulter (bec) reporting barcode misreads on approximately 5-6 samples analyzed on the coulter lh 750 hematology analyzer. The first digit of a sequence of six had randomly been replaced by a letter or a different number. The sample gave a 'no match' message. The instrument displayed a yellow dot on the bottom right hand corner of the workstation which indicated there was no match for the results and printouts were not populated with patient demographics. No patient results were mismatched due to this issue. No erroneous results were reported outside the laboratory. There was no death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The customer indicated that the label was printed inside in a different part of the same hospital. The checksum is disabled on the device. The customer also indicated that the same labels have been in use for the past eight years with no issues. A bec field service engineer (fse) was dispatched on for this event. The fse suspected a misalignment between the rocker bed and the barcode scanner, which caused the problem. The fse repaired the rocker bed and reran the samples with no further misreads.